Event description:
Reporter indicated that vns pt was scheduled for lead replacement surgery "because of a problem with them". Further follow-up with treating neurosurgeon revealed that during the scheduled surgery, the lead was disconnected from the generator and then reconnected. Subsequent device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, indicating that the generator had not reached end of service. Neurosurgeon indicated that it appeared as though the set screw was loose prior to the surgery. The lead was not replaced.